Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this left ventricular (lv) lead did not have capture in the selected lv vein. The lead was removed and flushed, and after selecting a different vein to try again the guidewire could not pass through the lead lumen freely. The lead was removed prior to pocket closure. A similar lead was used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the electrical allegations were not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures. The wire insertion difficulty allegation was not confirmed based on a stylet insertion test passed without issue indicating no blockage in the lumen.

Event description:
It was reported that this left ventricular (lv) lead did not have capture in the selected lv vein. The lead was removed and flushed, and after selecting a different vein to try again the guidewire could not pass through the lead lumen freely. The lead was removed prior to pocket closure. A similar lead was used to complete the procedure. No adverse patient effects were reported.